Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor could not start since the signal was not found and he was noticed that the electrode was short. Customer's blood glucose was unknown. The sensor will not be returned for analysis.